Event description:
The facility's pharmacist reported to baxter (B)(4) that a 3-way solution administration set with injection site had cut tubing, and the end of the tubing was missing. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Evaluation summary: two samples were available for evaluation. A visual inspection was performed revealing no abnormalities. A functional gravity test and an underwater test at 0.56 bar were performed revealing no abnormalities. The reported condition was not confirmed. The root cause was not identified.